Event description:
During laparoscopic appendectomy procedure, the surgeon fired the stapler and not all of the staples fired. The stapler was reloaded and fired again. The stapler worked correctly and the procedure continued. FDA safety report ID# (B)(4).